Event description:
Information indicated the siderail will not latch.

Manufacturer narrative:
The hill-rom technician found that the siderail mounting bracket was bent. He straightened the mounting bracket to resolve the issue.